Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, non sustained rv oversensing due to myopotential oversensing was observed. The device was reprogrammed. The patient was in stable condition and sent home.